Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was stable.

Event description:
New information notes product was returned on (B)(6) 2022.

Manufacturer narrative:
Additional information: update to d9 product returned (B)(6) 2022. Update to h6 codes pending anlaysis.

Event description:
New information notes the device will not be returned for analysis.

Manufacturer narrative:
Additional information: update to h6 codes, device will not be returned.

Manufacturer narrative:
The device was returned for evaluation. The device was above the elective replacement level and found no anomalies with the header field concern. Electrical testing found no anomalies. Longevity assessment found the device within normal range.